Event description:
Co would not provide time nor temperature for product purchased. The document received from the co only states "steam autoclaving is recommended." No parameters were given for an instrument that has a channel for retraction of prongs.